Manufacturer narrative:
The product has been received and a follow-up report will be provided when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient the device's display froze and displayed "defib comm error, and then the device inappropriately shut down. The customer powered the device back up and the display was still frozen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.